Event description:
It was reported that during an implant, the atrial lead would not pace. The lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid on the distal conductor (not obstructed) and proximal conductor (not obstructed). The outer insulation was breached cut and there was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead appeared to have been damaged at implant.